Event description:
It was reported that during an unknown procedure, an experienced surgeon followed the steps of use as circular anal dilator, purse-string, insert device, wait 30 seconds before firing and release safety button. He squeezed the firing trigger with two hands but felt abnormally on the trigger. The plastic handle is going to separate from the metal part. The surgeon reacts promptly and uses one hand to hold the plastic part to assist to finish the whole firing process. The firing was completed and complete donut.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged firing trigger shroud. Additional information: when the surgeon squeezed the firing trigger with two hands, the plastic handle which is black colour is separate from the metal part suddenly. The surgeon use two hand to clench the separated plastic handle and the metal part so that he can continue the firing process. Then he continued the firing process with two hand. There is no other portion of the device completely separate except the plastic handle. The analysis results found that the device arrived with the firing trigger shroud detached. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. No functional test was performed. The appropriate engineering personnel have been notified of this incident. The final quality release criteria were met before this batch was released for distribution.